Manufacturer narrative:
Patient¿s height reported as 180 cm. Additional device product code: hrx. Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was performed for part # 314.743, lot # 9910153: release to warehouse date: 16-oct-2015, expiration date: na, supplier: (B)(4): no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during original open reduction internal fixation of proximal tibial plateau procedure on (B)(6) 2017, while changing reamer head of different size, the tip of the reamer irrigator aspirator (ria) shaft broke. Fragments were not generated. Procedure was completed successfully without any surgical delay. Patient was reported as stable post operatively. Concomitant devices reported: reamer head (part # unknown, lot # unknown, quantity # 1). This report is for one (1) drive shaft-minimum 520mm length. This is report 1 of 1 for complaint (B)(4).